Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure, which was a failed release cubie. The customer reported that an issue occurred when dispensing medication, and there was also a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined to replace multiple parts position sensor and controller board. A field service engineer troubleshooted and found a position and won't be able to register. So, they replaced the position sensor. Then the drawer didn't open, they reseated all the row board cables, cleaned debris, then replaced the controller board. The system functioned as intended.